Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of between 300 and 350 mg/dl and 130 or 140 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.